Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly; no additional information was provided. There was no known impact to the customer's blood glucose (bg) level.